Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged asthma (new or worsening), cancer, non-hodgkin lymphoma. No medical intervention was specified by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box d: product brand name has been updated. Box h: remedial action init and recall (z) number has been updated. Section h6 was updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto bipap had alleged asthma (new or worsening), cancer, non-hodgkin lymphoma.no medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.